Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 90% stenosed, proximal circumflex. A pilot 50 guide wire was advanced toward the target lesion together with a micro-catheter. During the attempt to cross the lesion the guide wire met resistance inside the micro-catheter. Resistance was also felt during retraction of the guide wire and the micro-catheter and the guide wire could not be removed separately. The guide wire and the micro- catheter were withdrawn from the patient anatomy as a single unit. No other device issues were noted. A new unspecified guide wire was used to successfully complete the procedure. No adverse patient effects and clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.